Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level over 400mg/dl and small traces of ketones leading to a visit to the emergency room (ER). While in the ER, the customer received treatment in the form of intravenously delivered insulin drip. The customer was released from the ER six hours later, with a bg level of 242mg/dl. The customer's bg levels were more stable and within a target range when they left the ER.